Event description:
It was reported that the patients ipg was not holding a charge and needs to be charged more frequently despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.